Event description:
Information was received indicating that a smiths medical medex kids kit closed blood sampling system sheared off while attached to the patient's umbilical artery. It was reported that the flush was attached to the tubing when it was noted to shear off. No leakage of blood was observed, and the tap was positioned to close. The circuit was then replaced with no reported adverse patient effects.